Manufacturer narrative:
Section references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Under analysis it was confirmed that the metal connector at the end of the cable was broken off. The conclusion code applies to the ins ((B)(4)) and the conclusion code applies to the desktop charger ((B)(4)).

Event description:
Information was received from a patient who was implanted with a neurostimulator for radicular pain syndrome (radiculopathies) and spinal pain. It was reported that the implantable neurostimulator recharger (insr) was stuck on the recharge the insr screen, the connector pin was loose, and there was no stimulation on (B)(6) 2016. Then the desktop charger connector pin broke and was stuck in the insr on (B)(6) 2016. The patient was not able to remove the pin. The patient reported that they did not intend to follow-up with their health care professional (hcp) about this issue.

Manufacturer narrative:
Conclusion code no longer applies .

Event description:
Additional information received from the consumer reported that the replacement of the desktop charger resolved the issue of no stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.